Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen has been intermittently unresponsive. The customer's blood glucose level was not impacted. Troubleshooting with tandem technical support was performed. It was indicated that the customer would use insulin pens as alternate insulin therapy.